Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the tibial tray was opened, an unknown residue was identified on the surface of the implant. No abnormalities were identified with the implant packaging. Another implant was used to complete the procedure.